Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter was tight going through the sheath. As a result, the intra-aortic balloon (iab) was removed. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the catheter was stuck in the sheath is confirmed. Upon return, the iab was stuck in the returned sheath; however, the sheath was able to be removed from the iab. It was noted that the peel-away hemostasis sheath was partially underneath the teflon sheath upon return. Based on our analysis, the difficulty encountered was caused from inserting the iab through the teflon sheath with the peel-away sheath present. Per the instructions for use (IFU), it states that after the iab is removed from the tray, the stylet can be removed and the central lumen is to be flushed with heparinized saline followed by completely removing the peel-away hemostasis sheath. An in-service will be completed to reiterate proper handling and use. The iab bladder and sheath passed dimensional specifications. Continued: a device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks.

Event description:
It was reported that catheter was tight going through the sheath. As a result, the intra-aortic balloon (iab) was removed. There was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required.